Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee arthroscopy, two (2) fast-fix 360 devices presented a release defect during the second manipulation, and it was impossible to achieve anchoring. No problems occurred during first manipulation. Surgery was completed with a smith and nephew back-up device instead. It is unknown if there was a surgical delay, and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported devices were received for evaluation. A visual evaluation showed two devices were returned without any original packaging. Neither set of t1, t2, and sutures were returned. Both needle assemblies have been bent in half. The actuator of each device is in the pre-t1/post-t2 position. Bio debris is present. No functional testing can be conducted since there is damage hindering the inspection/evaluation. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.